Manufacturer narrative:
The investigation of vf/vt/af/at and positioning issues has been completed. Product analysis: pump was returned in damage condition as the catheter was cut off. Visual inspection found biomaterial inside the pump housing. No other issues were found on the rest of the pump. The failure mode (fm)'s thrombus was added since the customer reported thrombus. The fm low pump flow was added as the customer claimed there were lower flows. Positioning issues: data logs confirmed pump was in aortic area on (B)(6) 2025 corresponded with the time impella inadvertently pulled back into ascending aorta that triggered alarm impella position in aorta & suction alarms. There are two positioning issues occurring here. The root cause of the positioning issue for the pump facing the mitral apparatus cannot be determined due to limited clinical information. The root cause of the positioning issue for the pump being inadvertently pulled back into the ascending aorta is most likely due to use as it was accidentally pulled back. Low pump flow: data logs show on the 21st there was "impella position unknown" and "suction" alarms that resolved, while placement signal (ps) and motor current (mc) were flat and not very pulsatile. Flows were varying. The returned pump was cut so it was unable to be run. Based on the clinical details and data log analysis, the root cause of the low pump flow is most likely due to improper positioning. The cause of the vt storm and thrombus was unable to be determined due to insufficient clinical details. Instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿. Section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 was primed and inserted. The position was rechecked, unclear visualization of inlet, still appeared mitral facing. Upon attempt to re-orient, the impella 5.5 was pulled back into the ascending aorta with appropriate alarms. The impella level was down to p2. The chest was re-opened and the impella 5.5 advanced back across theaortic valve, briefly at p0. Impella flow was restarted at p4, lower than expected flows, "impella in aorta" alarm, but position was confirmed on echocardiogram. Initially appropriately oriented, then again toward mitral after chest closure. Minimally pulsatile motor current. The medical doctor opted to keep the impella at p-2. The patient was hemodynamics stable. Final transesophageal echocardiogram position at 4.3 centimeters was not apically directed. The physician was aware of the position and motor current concerns and opted for no interventions. It was also noted that the swan was out of position and unable to reposition. Attempted flowtrack to trend cardiac output. The physician was aware of minimally pulsatile motor current, lower than expected flows for current p-level and false "impella in aorta" alarms. No immediate interventions was planned. Additionally, the patient experienced an episode of torsades ventricular tachycardia requiring direct current cardioversion four times, and the addition of lidocaine and amiodarone. The patient was reintubated due to code and lethargy. During the event, the impella generated a false ¿impella in aorta¿ alarm with loss of motor current pulsatility but no loss in flow. Impella reportedly was pulled back 0.5 centimeters after the event.